Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The x-stage was returned to the manufacturer for analysis. Analysis found that dents and chipping paint around the docking pin holes. Analysis found that the reported event was related to a mechanical issue. A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover had damages. The cover was replaced, the bellows cover was adjusted, and all axes were rehomed . The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry would not dock. Manufacturer representative noted that the x stage cover was damaged. There was no patient present when this issue was observed.